Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Time of eri in save to disk occurred on (B)(6) 2012, with device eri at <=2.62 volt. Weekly battery voltage trend data shows min b(v) =2.64 to 2.62 volts between (B)(6) 2012. Two patient alerts for low bv occurred on (B)(6) 2012.

Manufacturer narrative:
The device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.